Event description:
Customer called to report that his blood glucose (bg) elevated while wearing this pod and remained elevated even after repeated bolus insulin doses. Customer successfully deactivated this pod and activated a new pod.

Manufacturer narrative:
The evaluation of the returned product confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following these recommendations, the user became aware of high bg levels and was able to use a new pod. The lot was found to have met all acceptance criteria.